Event description:
It was reported that the customer's pump was experiencing frequent occlusion errors. There was no additional information received regarding the outcome of the event. The customer declined follow-up from technical support.